Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use , the cs300 intra-aortic balloon pump (iabp) unit is not switching on. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1(event site postal code: (B)(6)). A getinge field service engineer (fse) evaluated the iabp unit and found that the unit needs replacement of assembly dss datasette cs300, assembly iab datasette cs300, pcb,iabp main board, assy, dsply controller pcb, pcb,solenoid driver, pcb, motor controller. To fix the issue, the fse replaced those parts and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.